Manufacturer narrative:
The insulin pump was received with moisture damage inside of the battery tube and a blank display after battery installation due to misaligned battery tube caused by the battery compartment cracked at the corner of the belt clip rails and cracked battery tube threads allowing the battery tube to shift out of position and not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform a visual inspection. Removed the motor support cap and realigned the battery tube back into place. The pump powered up successfully verifying the misaligned battery tube caused the blank display. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor however, moisture damage was found on the vibrate harness assembly. Unable to perform the displacement test due to removal of the motor support cap. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case pillowing keypad overlay, serial number label faded and peeling, cracked select button keypad overlay, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Blank display, cracked battery compartment, and cracked battery tube threads are confirmed. The blank display was due to misaligned battery tube caused by the crack at the battery compartment and cracked battery tube threads. Moisture damage was found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had crack at battery. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.